Event description:
It was reported that a pt underwent an antieror and posterior pelvic floor repair procedure in 2006. Shortly thereafter, the pt developed a recto-vaginal fistula. In 2008, the device was explanted.

Manufacturer narrative:
Fistula occurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2008-01013. The same pt is represented in each medwatch.